Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure; the instrument did not fire. The doctor had to use the stapler three times to release the staples. The device was replaced to resolve the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received loaded with a 4.8-millimeter (mm) single use loading unit (sulu), with all staples partially advanced in the cartridge and in unusable condition. Pusher slots without partially advanced staples were empty, and an identifying witness mark from the automatic firing fixture was present on the handle. During functional testing, the sulu pushers were reset and reloaded, and the instrument functioned as intended while closing smoothly, advancing the pin slide fully, actuating into pre-clamped and clamped positions, and opening properly after release. The instrument and sulu cycled with acceptable results, including a second cycle to challenge the interlock after firing. It was reported that during a procedure, the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing stroke is not completed during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the ins trument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The black release button may be used to open the instrument at any time during approximation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.